Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was completed as planned. The customer informed to the philips technician that the c-arm continued to run in the longitudinal direction for a short time after operation, even though the joystick had been released. Later the movement stopped on its own. The philips field service engineer (fse) inspected the system onsite and confirmed that the issue was due to the faulty geo module. Analysis of the system log file confirmed that the motorized movements were unavailable. The fse replaced the motor linear drive and geo module. After replacement of the motor linear drive and geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system's c-arm continued to run longitudinally after the joystick was released. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.